Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated the pump was displaying 221 units of insulin when the reservoir was empty and the pump alarmed with a no delivery alarm. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will not be returned for analysis.